Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material on the forceps elevator could not be specified. Therefore, a definitive root cause of the foreign material on the forceps elevator and the device being dirty could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the bending section cover of the evis exera duodenovideoscope had a leak. The issue was found during reprocessing. An olympus field service engineer inspected the scope and found the same leak. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material. The report is being submitted due to foreign material on the forceps elevator found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the customer complaint was confirmed and the water tightness was lost due to a pinch in the bending section cover. In addition, evaluation found the universal cord, right/left knob, and up/down knob were dirty or had protein, the adhesive on the bending section cover was detached, the forceps channel port was shaved, the light guide cover glass was dented, angulation had play and was out of specification, suction volume did not meet standard value due to the suction cylinder being shaved, the light guide bundle was broken, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.